Manufacturer narrative:
Following return and completion of laboratory analysis this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, following lead-header connection, no signal was present and impedances were measuring over 400 ohms. The electrode was removed and replaced; however, no improvement observed. The device was then also exchanged at which time normal signals were exhibited and the procedure concluded. No resulting adverse patient effects were reported and both attempted implant products are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies aside from tool markings on the outer case and header: seal plugs were intact and set screw operated normally. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The device passed the automatic setup procedure verification, which includes impedance measurements. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.